Event description:
The patient contacted animas alleging elevated blood glucose (bg) readings for past 6 months. The patient claimed she was intermittently obtaining elevated bg readings ranging to 490 mg/dl. The patient denied developing symptoms of nausea, vomiting, or shortness of breath; however, mentioned on several occasions she had ketones (not known if small or moderate). The patient denied seeking medical intervention and reported she would treat high bgs with injection. At the time of the call, the patient reported that the last high bg was obtained approximately 1 week prior to contacting animas. The patient was unable to provide specific bg readings obtained. At the time of troubleshooting, the patient confirmed the pump's date and time and advanced settings were all correct. During review of bolus history, it was noted that all boluses were delivered and added up with total daily delivery. When basal history was reviewed, it was noted that basal delivery was suspended on (B)(6) 2011. The patient confirmed that occurred when she disconnected to replace the pump's battery and did not immediately put the pump back on. During troubleshooting, it was also discovered that the patient was using cold insulin. This complaint is being reported because the patient obtained elevated blood glucose readings with ketones while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.